Manufacturer narrative:
Visual analysis determined the packaging was opened via the transversal precut. The proximal tip did not appear to be unglued, but appeared to have been torn when the packaging was opened. Root cause of similar complaints was determined to be users opening the package via the transversal precut available on the inner pouch and pinching the distal end of the catheters during opening. Consequently, the distal end of the catheters broke or were damaged. It is recommended to use the longitudinal precut; transversal precut is not recommended and should be used with great caution.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to damage. When the packaging was opened, the tip of the device was found to be damaged. No other adverse patient effects were reported.